Manufacturer narrative:
B4: 27jul2021. The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the blower assembly and the motor control pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Date of report: 04jun2021.

Event description:
It was reported to philips that the device displayed an error message during use: high temperature of the blower. The device was in use at the time of the event. There was no report of patient or user harm/impact. A philips field service engineer (fse) will be dispatched to the customer site to provide additional assistance.